Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. A lot number was provided. A device history lot review is pending.

Event description:
It was reported that, on an unknown date, a tego¿ connector was found to have allowed air to pass through the catheter during patient use. The reporter stated that ¿air entering the catheter while the tego is well screwed.¿. There was no patient harm reported.

Manufacturer narrative:
No d1000 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 14063792 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.